Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be submitted in a follow-up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that a uim on an avea ventilator went dark while in patient use. The customer advised there was no patient harm was associated with this event.